Event description:
Pt has developed a mild rash on his skin where a dressing kit (supplied by (B)(6)), prod #; (B)(4), lot # 2011060 was applied to protect the pt's PICC access site. Dates of use: (B)(6) 2012. Event abated after use stopped: yes.